Manufacturer narrative:
Submitted pictures of complaint product appear to provide some evidence of possible in vivo corrosion. Due to the quality of the pictures, and the state of the product at the time the pictures were taken (biological material covering the part and the fracture surface), and the product not being submitted for physical analysis, additional observations are unable to be made. After visual review of the submitted photos, unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). See medwatch report 1030489-2011-00146 and 1030489-2011-00147. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior tl at t2-l1. It was reported that the patient underwent a revision surgery approximately 38 months post op due to pain. During exploration infection was found present with two broken screws at t11 and t12. One screw head had both sides broken and was not connected to the shank of the screw. The other screw had one side of the head broken off. One screw was found with massive metallosis along with 2 additional screws with less metallosis. All implants were removed and the patient was given antibiotics to treat the infection. No additional patient complications were reported.